Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien 3 valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there is insufficient information to determine the cause of the reported major vascular complications, as the author declined edwards request for additional information for this article. . The authors did not specify to which of the devices used during the tavr procedure these events wre associated. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of six reports being submitted for this case. Investigation of this event is ongoing. Literature reference: gidon y. Perlman, philipp blanke, danny dvir, gregor pache, thomas modine, marco barbanti, erik w. Holy, hendrik treede, philipp ruile, franz-josef neumann, caterina gandolfo, francesco saia, corrado tamburino, george mak, christopher thompson, david wood, jonathon leipsic, john g. Webb, bicuspid aortic valve stenosis: favorable early outcomes with a next-generation transcatheter heart valve in a multicenter study, jacc: cardiovascular interventions, volume 9, issue 8, 25 april 2016, pages 817-824, issn 1936-8798, http://dx.doi.org/10.1016/j.jcin.2016.01.002.

Event description:
A multi-center study of 51 patients with bicuspid aortic valve stenosis who underwent tavr with the edwards sapien 3 valve from june 2012 to july 2015 was published in a jacc: cardiovascular interventions medical journal article. Tavr was performed by the femoral route in 49 patients and by the transaortic route in 2 patients. The following events occurred during the study period: one patient died on day 14 after a procedure-related tamponade that led to gradual deterioration, 3 major or life-threatening bleeding events, 2 major vascular complications and 12 ppm implantation before 30 days. This complaint represents the 2 major vascular complications.